Manufacturer narrative:
Complaint confirmed, the circular tabs were found to be broken. No additional damage observed. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
On 12/07/2021 it was reported by a sales representative via sems that. The below instruments were damaged in a hardware removal case on (B)(6) 2021: ar-9545-t15-01, ar-9545-t15-02, ar-9545-t15-03, ar-9165adg . Additional information 12/07/2021: on 12/07/2021, it was reported by a sale representative via email that ar-9165adg( line # 1).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.